Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. A getinge field service technician (fst) was dispatched to evaluate the unit.  Fst determined that the luer cap which the customer used to perform the safety disk leak test insufficiently sealed the balloon port. Fst found no other faults or deficiencies with this unit. Fst performed multiple safety disk leak tests with known good luer plug and unit passed. Performed functional check and safety test then returned unit to clinical service.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement. No harm occurred.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted once additional information has been obtained.